Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that there was an anomaly of the non-return valve (suspected leak). The sheath was immediately replaced. No other information is known.